Event description:
Post-surgical pt found in full arrest. Unsuccessful resuscitation. In the course of review of case, identified an unexplained discrepancy between pump readings before arrest and readings. When pump was inspected later by hosp bio-med and hosp supply, clinical picture suspicious for narcotic bolus free-flow, as most likely explanation. Last charted pump readings 8/3/95 0400. Reservoir volume: 38, total doses: 12. Pump readings on inspection: reservoir volume: 20, total doses: 41.